Event description:
(B)(6) reported quality issues with the 300 cc canister p/n 0222, lot 1614 and basic hydrophobic medium dressing kit, p/n 0584, lot 1613). Units exhibited cracking and loose tubing connections. Canisters failed leak test when connected to the woundpro pump. Devices were not returned. No patient was reported to have been involved. Replacement product provided. Conservative determination: MDR reportable.

Manufacturer narrative:
Pensar attempted to obtain the omitted information: 1. A1-a6. Patient details. 2. B6. Relevant test labs -n/a. 3. B7. Other relevant history - n/a. 4. D10. Date of concomitant therapy - unknown. The dressing and canister were opened and evaluated prior to use. The canister failed the test when placed into the woundpro npwt pump unit. Stingray connector for dressing was noted to have a crack/leak. Device(s) not returned for evaluation. This report is being submitted based on re-evaluation of reportability requirements per pensar CAPA 046.